Manufacturer narrative:
Investigation: samples received: 32 unopened race packs. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 32 closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.127 kgf in average and 0.116 kgf in minimum (ep requirements: 0.061 kgf in average and 0.015 kgf in minimum) additionally, needle attachment strength test has been conducted on the samples received in order to discard a faulty needle attachment during manufacturing process that could cause splitting in the thread. The results fulfil the requirements of the european pharmacopoeia (ep) and ee have not found splitting in the thread before and after performing tests: 0.116 kgf in average and 0.069 kgf in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). On the other hand, we have checked the needles of the samples received and are the usual and current ones. Clamp tests are performed and are conform on all tested needles. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Furthermore, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. When additional information has been received a follow up complaint will be submitted.

Event description:
It was reported the suture snaps and the needle bends easily. The reporter indicated that the suture snaps during the suturing process and/ or when knot-tying. The reporter also noted the needle bends easily after few stitches. Patient information is not available. Additional information has been requested, however, as of this report not yet received.